Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals as atrial fibrillation (af). Technical services (ts) was consulted and discussed stored data as well as programming options. Ultimately, the oversensing seems to be isolated and it was determined to program the s-ICD to secondary sensing vector. This device remains in service. No adverse patient effects were reported. At a later date, it was reported there a wide complex for the patients ventricular tachycardia (vt), which resulted in double counting. Ts discussed stored data as well as available programming options. This device remains in service. No adverse patient effects were reported. At a later date, the patient had a ventricular tachycardia (vt) episode but there was still t-wave oversensing and one shock was delivered as result, since the oversensing led to the detection into the therapy zone. Ts discussed available programming options as well as stored data. This device remains in service. No adverse patient effects were reported.